Event description:
The pt alleges that the mmi titanium implant in her left big toe was defective and fractured. It looks like she initially fractured her toe in (B)(6) 2008, had surgery in (B)(6) 2009 and a subsequent surgery in (B)(6) 2010 wherein she had the mmi implant placed.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. At this time, it is unk whether the device will be available for investigation due to the ongoing litigation.